Manufacturer narrative:
Patient weight is unavailable from the facility. Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A cardiac lead management procedure commenced to extra a malfunctioning and fractured 5076 mdt right atrial (ra) lead. A spectranetics lead locking device (lld) ez was used as the traction platform. Physician also utilized various sizes of spectranetics glide light laser sheaths and spectranetics tight rail rotating dilator sheaths to progress through the patient's vasculature. They eventually advanced to 3-4 cm from the tip of ra lead. The physician noticed the lead was stretching and fracturing. Traction was applied with the lld and the ra lead came free. At this point, the patient's blood pressure started declining. A transesophageal echocardiogram confirmed a large effusion on the back side of the heart. Emergency interventions were initiated. Sternotomy performed and the ra tear was successfully repaired. Patient did very well. Physician's opinion was that with the amount of scarring in the ra and the way the lead was positioned, bleeding in this area could not have been avoided.